Manufacturer narrative:
Attempted to reach customer numerous occasions by phone and mail requesting return of unit for failure analysis. Customer has yet to reply to the requests. Investigation being terminated due to absence of ventilator to investigate.

Event description:
Customer reports that unit sounded like it was cycling normally; however, pt complained of no pressure or volume delivery. Pt removed from unit and placed on back-up ventilator.